Event description:
Rt during pre-use check was not able to get unit to cycle. Took unit out of service. Unit was rechecked by manager. Unit did not respond. Trouble-shot ventilator found defective internal connection cable. Replaced internal connection cable, calibrated function check tested, all ok. Test run for 24 hrs before being put back into service.